Event description:
It was reported that a malfunction occurred on the pump, but no notable events happened prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump and assisted them in doing so. The malfunction did not recur after resetting, and the customer was informed to continue using the pump and reach out if any issues recurred.